Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced wearable failure which occurred the same day the sensor had been inserted in the arm. The patient reported that the day of the event the dexcom sensor "stopped showing blood sugar.¿ the patient was asleep when this happened and when her husband came home, she was found in an ¿insulin coma.¿ no further information was reported regarding symptoms, but it is understood that the patient lost consciousness because of a hypoglycemic event. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. A review of performance data shows that the patient's low alert was set to 3.3 mmol/l and his signal loss alert was disabled. The urgent low alert is fixed at 3.1 mmol/l. Data investigation shows that the patient experienced a period of signal loss that started at 7:50 pm on (B)(6) 2024 and lasted until the wearable failed at 1:00 am on (B)(6) 2024. The last estimated glucose value the patient received prior to the onset of signal loss was 7.4 mmol/l. The availability of backfilled the data shows that the patient's egvs (estimated glucose value) started to fall about an hour after the signal loss started, dropping below both the low and urgent low alert thresholds at 8:50 pm with a value of 2.4 mmol/l. The patient's egvs dropped further to 2.2 mmol/l at 8:55 pm and remained at 2.2 mmol/l until the patient's cgm (continuous glucose monitor) eventually exhibited sensor error, where it stayed for the last two and a half hours before the wearable failed. Signal loss over an hour was confirmed, and the root cause of the signal loss could not be determined. Although the root cause could not be determined, the signal loss was not caused by any the following issues: the transmitter time not advancing, a communication error between the app and the transmitter, no communication between the app and the transmitter, an app or operating system update, an app crash, low battery level on the mobile device, or the patient closing the app. Therefore, the allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.